Event description:
It was reported that during reprocessing of the bowel grasper instrument, it was noted that the instrument's insulation was cut. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .040 x .038 piece missing/sections lifted up roughly .608 above the snake wrist. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.